Event description:
It was reported that patient experienced infection with the artificial urinary sphincter (aus). The aus was removed and replaced with pump, two cuffs and balloon. No patient complications were reported.

Event description:
It was reported that patient experienced unspecified issue with the artificial urinary sphincter (aus). The aus was removed and replaced with two cuffs and balloon. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.